Manufacturer narrative:
The rv lead was explanted on (B)(6) 2018.

Event description:
New information received states that the lead was explanted on (B)(6) 2018. The patient was stable before, during and after the procedure.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, high voltage lead impedance was noted on the rv lead. This is the second lead connected to the same device to see high impedance measurements, the physician suspected that the device may be related with the impedance anomaly. As such, the device was explanted and replaced without any consequence to the patient. Additional information was requested but has not been received.

Event description:
New information received states that the rv lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.